Event description:
It was reported that the patient was experiencing difficulty in charging. Imaging confirmed that the leads migrated. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively and the leads remain implanted and in use.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.